Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was broken and they were hospitalized went into a coma and a heart attack. The customer reported that insulin pump shows 50 unit of insulin but when checked it was empty. The customer was unconscious for 2 days. The customer was on manual injection. The device will be returned for the analysis.